Manufacturer narrative:
Physio-control determined that based on the information from the device download data, the root cause was most likely the loose battery pins.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer to request additional information on the patient, however no response has been received.

Manufacturer narrative:
Additional patient information received.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer to request additional information on the patient, however no response has been received.

Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue. Physio tightened the battery pins and kep nuts. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was likely either loose battery pins or loose kep nuts, however further cause was not determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer to request additional information on the patient, however no response has been received.